Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. After a siemens customer service engineer (cse) specialist's visit, the customer found that an aspiration valve (viev3) linked to the wash system of the cuvettes was left disconnected by the cse causing an overflow in the rotary reaction vessel (rrv) oil bath. The customer reconnected the tubing and the issue resolved. The cause of the discordant results on multiple patient samples was related to the disconnected viev3. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant urea nitrogen, creatinine, c - reactive protein, alkaline phosphatase, direct hdl cholesterol, phosphorus, lactate dehydrogenase, alanine aminotransferase, barbiturate and vancomycin results were obtained on multiple patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s). After troubleshooting, the samples were repeated on the same instrument, resulting different than the initial results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant urea nitrogen, creatinine, c - reactive protein, alkaline phosphatase, direct hdl cholesterol, phosphorus, lactate dehydrogenase, alanine aminotransferase, barbiturate and vancomycin results.